Event description:
It was reported that a pump alarmed for a system error 322 during an infusion (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Sigma¿s engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unk.